Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a component failure on the integrated electrosurgical unit (iesu) erbe. This issue can be resolved by replacing the part.

Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu) [erbe] displayed a message stating activation interrupted due to an error. Technical support engineer (tse) verified presence of error c-33 in logs. Tse asked caller to power cycle erbe, caller did but issue persisted. Error displayed again immediately after erbe powered on. Tse asked caller if they had a force triad at hand, caller checked but only ft-10 available. Tse explained to caller the ft-10 was not validated for use with the dv system. Tse asked caller if they had another dv system at hand, caller stated yes as it was not currently used. Tse informed caller they could use the vision side cart (vsc) from the other system (s/n (B)(6)) and explained how to swap vscs. The procedure was aborted to another dv system with no reported injury.